Manufacturer narrative:
The master tool manipulator (mtm) was installed onto a golden system where the 25521 error was triggered indicating fault on the embedded serializer master base (esmb) pca axis 1, replicating the reported event. The mtm was then installed onto a patient cart fixture test platform (pftp) where it failed the sine cycle test. Once testing was completed, the esmb pca was aba tested and was verified to be the source of the fault. Root cause is attributed to the esmb pca component.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance due to error 25521. The tse recommended for the customer to perform a hard power cycle and to check the blue fiber connection. The reported event was temporarily resolved but reappeared. Tse noted that error 25521 indicated a communication inner system. The procedure was completed as planned with no reported injury.